Event description:
It was reported that the patient was admitted on (B)(6) 2025. It was reported that the patient experienced neurological dysfunction on (B)(6) 2026. It was noted this was a nerve disorder that lasted over 24 hours. The patient experienced an intracranial hemorrhage. The event was related to the frontal lobe and occipital lobe. The event was identified via computed topography. The patient experience seizures. The patient was under warfarin at the time of the event. No surgical or medical intervention was performed. The cause of the event was unknown. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
Section e1: reporter phone number as reported: (B)(6). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.